Manufacturer narrative:
Correction: in initial report, the description of the stated ¿surgeon decided to do a flap lift and rinse¿ however it should have stated ¿surgeon decided to do a lift and scrape¿. : in initial report, report source should have included user facility and health professional. This follow up has included the report sources. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in right eye on her 3 week follow up appointment. On (B)(6) 2014, surgeon decided to do a lift and rinse. Patient was complaining of blurred vision and foreign body sensation in right eye. No loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
(B(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.